Manufacturer narrative:
The device was not returned for evaluation. No lot number was provided therefore no DHR review was completed. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
Patient received a pneumothorax. The product performed as anticipated and the physician attributed the pneumothorax to the anatomical location of the lesion. Physician placed a 14fr chest tube and patient was admitted to ICU for overnight observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.